Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurements which the caused is unknown and the rv lead was stuck in the high septum. This rv was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurements and the rv lead was stuck in the high septum. This rv was replaced with the same model. No additional adverse patient effects were reported.